Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no report of patient use associated to the reported event

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. The reported fault was attributed to pogo pins. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.